Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while advancing a patient (age & gender unknown) into the MRI machine, the device inappropriately shut down. Complainant indicated that the ventilator was approximately 50 centimeters away from the MRI machine. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the customer's report was duplicated. The customer stated that when the malfunction occurred, the device was in their facility's MRI room and approximately 50 centimeters away from the MRI machine. Zoll medical recommends that all ventilators be kept at least two meters away from an MRI source due to the strong magnetic fields. The device was received at zoll medical, united states. The malfunction was not replicated or confirmed. The device's user interface module board was replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.